Manufacturer narrative:
Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to treat a gastrointestinal (gi) anastomosis during a stent placement procedure performed on (B)(6) 2024. Post stent placement, during a routine endoscopy follow up on (B)(6) 2024, a noticeable tissue ingrowth was noted within the stent. The stent remains implanted, and the physician is reportedly studying alternatives to address this condition there were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted to treat a gastrointestinal (gi) anastomosis. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated for the treatment of gi anastomosis.